Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be due to user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient underwent "electroprostatic resection" on (B)(6), 2023. After the operation, a retained foley catheter and an external connection were used for continuous bladder irrigation. At around 18:50 on (B)(6), the patient complained of fluid outflow. Nurse after a quick inspection, they found that the fixation point of the foley catheter was loose. They immediately stated the doctor on duty. The doctor found that the urinary catheter had slipped. After removing it, they found that the balloon of the urinary catheter was damaged. They immediately replaced the foley catheter and re-catheterized the urine. The balloon of the three-lumen urinary catheter was damaged and caused slippage. It was stated that replaced urinary catheter immediately and re-catheterized.